Event description:
During a remote follow-up, noise resulting in oversensing episodes were observed on the right atrial (ra) lead. There was no intervention completed at this time and the patient is stable.